Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that noted the complications were within the level of expected for surgical outcomes for this difficult, rare scenario. None were specifically associated with any particular devices or products used, whether manufactured by medtronic or anyone else.

Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Bauman, m. M. J., bouchal, s. M., kerezoudis, p., cloft, h., brinjikji, w., peris celda, m., link, m. J., & parney, I. F.; journal of neurological surgery¿part b; 2023; 84:598¿608; embolization of large and giant posterior fossa hemangioblastomas: the experience of a single tertiary care center; doi.org/ 10.1055/a-1946-4604 literature was reviewed regarding: embolization of large and giant posterior fossa hemangioblastomas: the experience of a single tertiary care center. The time frame of this study was: january 2000 to july 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx emobloization. No deaths occured in the population. Only patients in the embolized group potientally recieved onyx. There were more instances of postoperative complications in the non-embolized group (n = 6; 50.0%), versus the embolized group (n = 3; 37.5%). Among patient adverse events included:. Improvement and/or positive outcomes were reported in 68.4% of the patients who received embolization postoperative complications such as: diplopia (15.0%) dysphagia (10.0%) facial weakness (10.0%) hemibody weakness (10.0%) posterior fossa resection cavity hematomas (10.0%) pseudomeningocele (10.0%) deep vein thrombosis, meningitis, or stroke (5.0%) no embolization patients experienced permanent deficits. No further information was provided pertaining to medtronic products.